Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection was performed, and it was noted that the occlude feet of the returned transfer set were broken. The reported condition was verified. The cause of the leaking transfer set was the broken occlude feet; however, the cause of the broken occlude feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "white part that is connected to the plastic tubing" of a minicap transfer set once opened once kept moving up the plastic tube (towards the patient) bending the catheter. The transfer set could not close resulting in a leak. This occurred during setup of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.